Event description:
When the physician was attempting to remove a cobra 2 glide catheter from the pt, a portion of the cobra 2 glide catheter broke off while still in the iliac artery. The portion that was retained was still over the guidewire. The pt's left iliac artery had to be accessed to retrieve the retained portion of the glide catheter. The pt was not injured, but the surgery was prolonged.